Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited low out-of-range (oor) pacing lead impedance of 120 ohms and intermittent noise which was stored as non-sustained ventricular tachycardia (nsvt) or ventricular tachycardia (vt). The physician attempted to transvenously removed the lead but was unsuccessful. The physician decided to cut the proximal part approximately 8 inches from the terminal pin of the lead. Additional information received that the physician suspected insulation failure based on the measurements. The remaining part of the lead was surgically abandoned and capped. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead returned severed but no signs of insulation damage noted. The returned segment of lead passed continuity test. Testing did not identify any other anomalies.